Manufacturer narrative:
Exact date unknown, event occurred in 2019. Additional suspect medical device components involved in the event: product family: st linear lead, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 15354664.

Event description:
It was reported that the patient was experiencing redness and thinning of tissue at the pocket site. It was also reported that a fluid discharge was draining. All device components were explanted to avoid potential infection. The explanted devices will not be returned.